Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a pacemaker / implantable cardioverter defibrillator (ICD) procedure. The suture was being used for tying down the leads. The surgeon was unable to tighten the suture knot down. Had to start over and re-suture the leads. He continued to use the suture but did not have confidence that the knots would hold. No known impact or consequence to patient.